Event description:
It was reported that a sponge was missing from a minicap. This was noted before use when the patient removed the device from its packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.